Event description:
Arrow g+ard blue mac two-lumen central venous access for use with 7.5 8 fr catheters ref (B)(6). Lot 33f25b0340. The end of the actual catheter is discolored. This was noticed on two separate kits with the same lot number. One of the two also had the plastic drape that the stickiness came off. The third one of the lot was removed from the or.